Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zimvie received one (1) spmb10, (impl tapered sp 3.7mm 10m m hexagon) for evaluation. Ups shipment has been lost in transit. A claim has been placed. If ups locates the shipment, the complaint will be re-opened and updated accordingly. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 63498675. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63498675 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture implant¿ based on the investigation and risk management file review, the most likely root causes determined from the investigation are parafunctional habits/patient factors, or customer error. Therefore, based on the available information, a device malfunction could not be verified. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event: unknown / not provided. E1: reporter name: unknown / not provided. G4: premarket identification PMA/510(k) #: k011245/k002188.

Event description:
The doctor reports that the dental implant located in position number #15 failed because it fractured at the head. The doctor reports that the procedure was not concluded by placing another implant. Pain was reported as a result of the event.